Event description:
Customer reportedly experienced two separate events where he needed a layperson's assistance to treat hypoglycemic symptoms. During both of these events, the customer reportedly attempted to use the advantage meter, however the meter had no power and produced no result. Requested return of suspect device, and replacement sent.